Event description:
It was reported via technical support and a user submitted medwatch to the MFR that during a hemodialysis treatment on (B)(6) 2013, at 1358 hrs, a male pt became unresponsive (vital signs stable) and diaphoretic. The ultrafiltration (uf) pump was turned off and the pt was placed in the trendelenburg position, given 400ml of saline and oxygen was administered. The pt's condition did not change; however, vital signs were stable, bp 146/66; hr 99, resp even and unlabored. At 1402 hrs, the pt remained unresponsive with stable vital signs. Ems was called and arrived at the facility at 1406 hrs. During the course of this event, the pt was given approx 1500ml of saline in the clinic prior to transport to the hospital. There was no blood loss or other intervention performed at the clinic. The pt was transferred to the hospital for sustained unresponsiveness. It was later clarified this was a 2 hour emergency room observation stay with seizure medication adjustment by the clinic manager. The clinic manager reported the pt has a known pre-existing history of seizures. The pt was reported to have recovered and was discharged to his home. The pt has returned to his regularly scheduled in-(B)(4) without further incident. The facility biomed tech reported that the hemodialysis machine was found to have removed approx 50ml/hr more fluid than prescribed from the pt's set treatment parameters. However, this cannot be confirmed as documentation has not been provided.